Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving clonidine, concentration 600 mcg/ml at a dose of 41.96 mcg/day, baclofen (compounded), concentration 600 mcg/ml at a dose of 41.96 mcg/day and dilaudid, concentration 20 mg/ml at a dose of 1.399 mg/day via intrathecal drug delivery pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the pump was recently replaced because the patient was no longer getting relief. It was reported that during the call the pump was replaced because the pump wasn't working right. It was reported that under fluoroscopy they were unable to aspirate the catheter through the catheter access port and it was meeting resistance. It was reported that imaging of the catheter did not see any holes. It was reported that the patient had a myelogram. It was reported that they checked to see if anything was at the tip of the catheter; imaging didn't identify anything at the tip of the catheter. It was reported that diagnostics were performed (B)(6) 2017. No further complications were reported.